Manufacturer narrative:
A case of lead fragmentation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a surgical procedure on (B)(6) 2024, the distal part of the l4 lead was scared in the ipg pocket. As a result, the lead was cut and a portion left implanted.